Event description:
The following article was received for review. Vagal nerve stimulation for refractory epilepsy: the surgical procedure and complications in 100 implantations by a single medical center - by gilad horowitz, moran amit, itzhak fried, miri y. Neufeld, liad sharf, uri kramer, and dan m. Fliss. The article discusses the implantation and outcomes of 100 vns patients. Information reports that a vns patient had their generator explanted for infection. The patient had medical treatment following the discovery of their infection but did not resolve with conservative measures. Attempts for further information have been made and no further information attained.

Event description:
Additional information was attained in the reported article. The patient was identified as patient #1. They were (B)(6) at the time of the event. Their device was implanted for 13 months when explanted for infection. No lab cultures were taken. The patient was treated with a second generation (B)(6) antibiotic.

Manufacturer narrative:
Omitted information on initial report.

Manufacturer narrative:
Citation: vagal nerve stimulation for refractory epilepsy: the surgical procedure and complications in 100 implantations by a single medical center. By gilad horowitz, moran amit, itzhak fried, miri y. Neufeld, liad sharf, uri kramer, and dan m. Fliss. Eur arch otorhinolaryngol springer- verlag 2012.